Event description:
On february 7, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. From the return material analysis testing, however, the sensor did not reveal any malfunction. A review of the in-vivo data showed signal degradation since (B)(6) 2025, which coincided with increased noise in sensor glucose and inaccuracy. The potential root cause for such failure mode may be related to some transient optical instability due to the in-vivo state of the sensor hydrogel, which could not be reproduced in the lab.as part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 05 may 2025. G3. Date received by the manufacturer? 05 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.